Manufacturer narrative:
(B)(4). The complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed. A potential root cause for the reported issue of a dull drill bit is field wear and tear; however, a specific root cause cannot be conclusively determined. The lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4) - incomplete depuy mitek has been informed that the lot number is not available.

Event description:
It was reported by the sales rep that the customer's lupine drill bit was dull during a shoulder procedure. The case was completed with another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide a lot number or any more details. The device was discarded by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: MFR site: physical address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.